Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue during testing.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  Physio-control performed a clinical review on the reported event and determined that the device use did not contribute to the death of the patient due to the condition of their ECG rhythm during the event.

Event description:
It was reported to physio-control that the display on their device did not function during a reported patient event.  The customer indicated that the device was connected to the patient via the defibrillation therapy electrodes and when the power of the device was turned on, the leds on the device illuminated but the display did not.  Without the display functional on this device, the user may not be able to deliver defibrillation energy or analyze the patient's ECG rhythm. The customer indicated that after the display issue occurred the first time, they attempted to resolve the issue by removing the battery and power cycling the device, but the device still appeared to have the same issue.  After troubleshooting the issue, the customer disconnected the electrodes from the device for approximately 2-3 minutes.  After reconnection of the electrodes, the device started working again normally.   When the patient was found, they were not breathing and had an unknown downtime.  Upon the arrival of the first responders, CPR was performed immediately.  The patient however, did not survive the event.